Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient received an inappropriate high voltage therapy when atrial fibrillation with rvr exceeded the svt upper limit causing svt discrimination to cease. One round of atp and one hvt were delivered. Reprogramming was requested.